Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented at routine follow-up with a growing aneurysm (unknown diameter) and a possible type iii endoleak. The physician plans to re-intervene but surgery has not been scheduled. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported aneurysm enlargement and type iii endoleak are unconfirmed, and there is no evidence for a secondary endovascular procedure. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The contributing factors for the reported event are indeterminate due to a lack of the relevant medical information as the requested medical images were denied. The final patient status was reported as being stable. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections to g4 and h6: h6 result code; remove 3233. H6 conclusion code; remove 11.